Event description:
Screws out of alignment in relation to the hash marks. Pt's outcome: no adverse event reported as a result of the alleged malfunction.

Manufacturer narrative:
Additional lots involved: catalog# 51645, lot # 663640, mfg date: 11/2008. Catalog# 51645, lot# 741890, mfg date: 01/2009.